Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting as it changed from thirty four percent to fifth teen percent in approximately one month. Boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.